Manufacturer narrative:
A field service engineer (fse) evaluated the instrument. The fse found that the driver boeard had failed and caused damage to the brake resistor, including burn marks, and a blown fuse. The fse replaced the brake resistor and the driver board to resolve the issues and return the instrument to operational status. The repairs were verified by the fse. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported the allegra x-15r centrifuge produced a d4 diagnostic code. The customer reported a burning smell from the instrument. No fire, spark or smoke was reported. The fire department was not called and the customer did not require a fire extinguisher. There was no death or serious injury related to this event.